Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report the patient obtained a blood glucose reading of "hi mg/dl" (greater than 600 mg/dl) and she was unable to give him a correcting bolus due to getting a pump message of "exceeds 2-hour limit." The patient tested positive for moderate ketones, but experienced no other symptoms of high or low blood glucose levels. The patient reportedly forgot to take a bolus dose of insulin for his breakfast that morning. The reporter noted that the settings obtained from the hcp were different that what the patient had programmed in the pump. During troubleshooting, the patient's mother was able to increase the two hour limit setting in the pump and give the patient a correcting bolus of 3.15 units. The patient's subsequent blood glucose reading was 112 mg/dl and he tested negative for ketones. The patient's technique was incorrect by not taking a bolus dose of insulin with breakfast. It is not known if the patient may have changed the pump's "two hour limit" setting. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were inconsistent related to time resetting after the pump was rebooted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.